Event description:
It was reported that pump displayed malfunction alarm code malf 0 with associated fault ID, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset with no repeat of malfunction, and was advised to continue using pump and call back if alarm recurred.